Event description:
On review of the imaging supplied for the related cook incorporated complaint (B)(4) the complaint investigator advised: "in the review, the reviewer noted a possible endoleak adjacent to the distal right zfen-p and zfen-d ipsilateral gate, observed relatively late in the angiogram. Follow-up discussions were completed with the medical imaging reviewer, who indicated there might be a type 3a involving the zfen-p and zfen-d, as well as a possible type 3b involving the zfen-d, and a potential type 3a involving the zfen-d and the zsle-13-56-zt." William a cook australia complaints initiated as a result of the imaging review: this (B)(4) : type 3a involving the zfen-p and zfen-d ¿ one complaint on the zfen-d, see (B)(4) for: type 3a involving the zfen-p and zfen-d ¿ one complaint on the zfen-p, see (B)(4) for: type 3b involving the zfen-d- one complaint on the zfen-d, see (B)(4) for: type 3a involving the zfen-d and the zsle-13-56-zt- one complaint on the zfen-d.

Manufacturer narrative:
Related complaints on william a cook australia manufactured devices (product codes and lot numbers unknown) (B)(4) : type 3a involving the zfen-p and zfen-d ¿ one complaint on the zfen-p, (B)(4) for: type 3a involving the zfen-p and zfen-d ¿ one complaint on the zfen-d, (B)(4) for: type 3b involving the zfen-d - one complaint on the zfen-d, (B)(4) for: type 3a involving the zfen-d and the zsle-13-56-zt - one complaint on the zfen-d.